Manufacturer narrative:
(B)(4). Concomitant medical products: psn tib stm 5 deg sz g l lot#62954439, item#42532007901, psn asf ps 10mm ve l 10-12 gh lot#62866060, item#42512401010, all-poly patella, ve 38mm x 9.5mm lot#62916598, item#42540200038, headless trocar drill pin 75mm lot#62899977, item#00590102000, 48mm headed screw lot#62916537, item#00579104100, 48mm headed screw lot#62916538 item#00579104100, psn asf ps 12mm ve l 10-12 gh lot#62679125 item#42512401012. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. The components were reviewed for compatibility with no issues noted. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00015, 0001822565-2017-04723.

Event description:
It was reported following a left knee arthroplasty, the patient underwent a manipulation. The patient is experiencing loosening, swelling, popping and snapping. No additional patient consequences were reported.